Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. The returned meter did not switch on as expected. The meter's battery was replaced, however, the meter did not switch on. Upon opening of the meter housing, no fluid instruction was detected, however, the meter's display was non-functional. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's age and weight were not provided.

Event description:
The customer from belgium reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.